Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the tube sst plh 13x75 3.5 plbl gold br had stopper creep out or loose closure. This event occurred 3 times. The following information was provided by the initial reporter and translated from portuguese to english: the customer stated ¿complaints of tube opening (stopper) of gel tubes on customer routine.¿ "the technician who was responsible for the screening signaled that three tubes at the time she was removing from the pocket after centrifugation had their stopper loose."

Event description:
It was reported during use the tube sst plh 13x75 3.5 plbl gold br had stopper creep out or loose closure. This event occurred 3 times. The following information was provided by the initial reporter and translated from portuguese to english: the customer stated ¿complaints of tube opening (stopper) of gel tubes on customer routine.¿ "the technician who was responsible for the screening signaled that three tubes at the time she was removing from the pocket after centrifugation had their stopper loose."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.